Manufacturer narrative:
Device lot number unknown.

Event description:
Doctor reported that abutment screw (iunihg) was loosened. It was also reported that the abutment screw was removed and the implant is intact.

Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). One certain® gold-tite® hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn and slightly discolored. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Alleged event is non-verifiable with the information provided. A singular root cause could not be determined.